Event description:
The physician reports performing cataract surgery with attempted implantation of the li61aor intraocular lens. After the iol was inserted, the doctor noticed the capsule was damaged. The li61aor lens was removed and replaced successfully with a different lens model. The surgeon reports that there was nothing wrong with the lens. Additional information has been requested, but not yet received. A supplemental report will be submitted to FDA if additional information is provided.